Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.

Event description:
It was reported that while in the operating theater, the intra-aortic balloon (iab) was prepped and the md inserted the sheath. The iab was inserted and the pump (iap-0500j) was turned on. The md noticed that the waveform was not normal and the "helium leak" alarm occurred. Soon after the pump alarmed, the pumping stopped. The staff did not see "any catheter leak or defect from the outside" and as a result, they "thought the pump was the problem". The pump was exchanged off the pt and the helium alarm occurred again. The md removed the iab and replaced it with another iab; the pump did not alarm again. There were no reported pt complications.